Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported issue. It was determined that the defective on/off switch was the root cause. The on/off switch was replaced along with the dso seal. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's ma button was out of service. There was unknown patient involvement.